Manufacturer narrative:
Concomitant product(s) : 507652 ra lead, implanted: (B)(6) 2004. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was shocked for ventricular tachycardia (vt) or ventricular fibrillation (vf) but cardioversion was unsuccessful. The left ventricular (lv) lead exhibited high thresholds. The lv lead was turned off. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.